Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that while glenoid reaming over the guidewire, the tip of the reamer sheared off. All pieces were retrieved and accounted for. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the center tip had broken off from the glenoid reamer bowtie m. Broken fragment was returned for evaluation. Additionally, the device exhibited signs of usage and scratches were observed on the main body of device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as over reaming in an misaligned position. Inhance¿ shoulder system surgical technique (rev. 1, page 31), indicates that "if power is used, ensure the ¿ream¿ setting is selected and actuate the reamer prior to contacting the glenoid surface" and that "overly aggressive reaming should be avoided". Where scratches were observed, damage can be consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the glenoid reamer bowtie m would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024 that while glenoid reaming over the guidewire, the tip of the reamer sheared off. All pieces were retrieved and accounted for.